Event description:
Universal sling bar 450 aluminum became detached on viking l lift manufactured by liko. This occurred while pt being transferred. Pt fell onto bed without sustaining injury. When co notified they faxed a copy of urgent medical device recall dated 06/19/06 which we had not rec'd.